Event description:
It was reported that during the procedure, the spring wire guide separated and the tip portion was retained within the pt. A minor surgical procedure was performed to retrieve the small piece of wire. There were no additional complications.